Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges the patient experienced pain, anxiety, disability and hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent right inguinal hernia repair, a perfix plug was implanted during this repair. On (B)(6) 2017 - the patient underwent recurrent right inguinal hernia repair with displaced old mesh and resection of old mesh performed. The attorney alleges the patient has been injured, sustained severe and permanent pain, anxiety, depression, disability and impairment.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent right inguinal hernia repair, a perfix plug was implanted during this repair. (B)(6) 2017 - the patient underwent recurrent right inguinal hernia repair with displaced old mesh and resection of old mesh performed. The attorney alleges the patient has been injured, sustained severe and permanent pain, anxiety, depression, disability and impairment. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a large hernia defect was identified. An extra-large perfix plug (device #1) and was used to reduce the direct hernia and sutured to the conjoint tendon. The patch was then placed and sutured around pubic tubercle, then along conjoint tendon and then shelving edge of the inguinal ligament. The tails of the patch were then wrapped around the spermatic cord.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the partial explant of perfix plug (device #1) and implant of perfix plug (device #2). Per operative notes, ¿apparent old mesh was completely balled up and displaced from a former repair and was entrapping the spermatic cord. A large portion of displaced mesh was excised and removed. A direct hernia was identified and perfix plug (device #2) anchored to the pubic tubercle and sutured.¿ attorney alleged that the patient had mesh migration, chronic pain & suffering and hernia recurrence. It was also alleged that the mesh balled up, entrapping the spermatic cord and separation of material layers.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges the patient experienced pain, anxiety, disability and hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of perfix plug, patient was diagnosed with mesh migration, material deformation and hernia recurrence thereby underwent repair with mesh removal. Per operative notes, ¿apparent old mesh was completely balled up and displaced from a former repair and was entrapping the spermatic cord.¿ updated fields: a2, a4, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.